Event description:
It was reported that three balloons failed to inflate before use. No patient complications were reported. Letter. Supply chain director.

Manufacturer narrative:
Additional lot#: 247ac621. Additional expiration date: 2009. Additional device manufacture date: 2007. Additional approximate age of device: 20 months. Device not returned.